Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for peritonitis with unknown antibiotics (doses, frequencies and route of administration not reported). On an unknown date in the same month as this event, the pd catheter was removed, dianeal therapies were withdrawn, and hemodialysis was started. On an unknown date in the month of this report, the patient was discharged from the hospital and was reported to be recovered. However, after additional follow-up, it was reported that at the time of this report, the patient remained hospitalized and had been transferred to the ICU (intensive care unit) for unknown reasons and the patient outcome was unknown. No additional information is available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. (B)(4).